Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet to charge and subsequently, pump shut off. After leaving the pump plugged into the power source, the alert cleared, and the pump began charging . Reportedly, customer replaced usb cable to ensure the charging issue would not reoccur. Customer¿s blood glucose level was 144 mg/dl.